Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
On (B)(6) 2011 a customer's wife reported her husband's freestyle freedom lite meter had not been working for 3 weeks due to a blank screen. The caller stated that when she replaced the battery the meter still did not work. Due to not being able to test the customer experienced symptoms of "extremely tired, neuropathy in his feet and hands." The caller stated the customer self-presented to a doctor and was reportedly diagnosed with hyperglycemia and received an unspecified treatment which was a change from his normal medication. The caller also reported the customer self-treated with metformin and humulin 70/30 to counteract the event. There was no report of death or permanent injury associated with this event. It should be noted that during troubleshooting it was determined the batteries the customer was using were not the correct batteries for the customer's meter. The caller was provided with information on the correct batteries to be used with the meter.

Manufacturer narrative:
The returned meter powered on with button press and strip insertion. Blank screen was not observed. No new issues were observed. The complaint is not confirmed.